Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
It was reported that the customer had high blood glucose levels of 17 mmol/l. The customer reported that the insulin pump alarmed no delivery. Troubleshooting was done. The customer was advised to push insulin slowly from the reservoir with a plunger. The customer reported that insulin did not exit. It was reported that the reservoir of the insulin pump might have been occluded. No additional information was provided.